Event description:
It was reported that revision surgery was performed due to pain and elevated metal ion levels. The surgoen noted mild metallosis at the time of revision.

Event description:
In (B)(6) 2011 the patient complained of pain in both hips and reported reduced walking distance. In (B)(6) 2012 the patient reported not being able to walk more than half mile without pain.